Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article abstract entitled, ¿our experience with short stem hip replacement surgery- 6 year follow-up,¿ by rastogi, s. And marya, s., published in abstracts from the 13th congress of the european hip society 20-22 september 2018, published by hip international (2018), vol 28 (is), article number o26-570, pp. 81, was reviewed. The purpose of this article is to report the mid-term experience and results using the proxima short anatomical femoral stem in 50 cases implanted between july 2006 and september 2009. The cups, heads, and liners were unknown. Depuy products: proxima cementless femoral stem. Revisions: 2 stems were revised to treat aseptic loosening. The following is a list of reported complications. The specific number and treatment for each complication is unknown. It is unknown if the reported complications were associated with the two stems reported for revision: lateral femoral cortex and greater trochanter fracture. Stem migration. Superficial infection. Thigh pain.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.